Event description:
Caller asking about this patient's lia alert for over sensing? Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).